Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the initial implant procedure the lead exhibited poor sensing measurements, the physician tried the second lead with the same result; both the leads were not used and a competitor lead was implanted successfully in a different position. The patient¿s condition was good post procedure and during the post operation check next day.